Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts for post-paced t-wave oversensing (pptwos). No changes or interventions were performed. The patient was in stable condition.